Event description:
It was reported that a needle defect occurred during use with a pegasus yel 24gax0.75in qsyte-capy nopvc. The following information was provided by the initial reporter, "the patient was was admitted to the hospital on march 21 and complained of weakness in her right limb for three days. The nurse informed the patient's family members that they were in critical condition. Treat patients with oxygen inhalation, electrocardiogram, blood oxygen test, infusion and other treatments and arrange related examinations according to the patients' symptoms. On march 26th, the nurse found that the indwelling needle was damaged and leaked when he was about to infuse the patient, immediately replaced the patient with a new indwelling needle, and performed tube placement again."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9266760. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle defect occurred during use with a pegasus yel 24gax0.75in qsyte-capy nopvc. The following information was provided by the initial reporter, "the patient was admitted to the hospital on march 21 and complained of weakness in her right limb for three days. The nurse informed the patient's family members that they were in critical condition. Treat patients with oxygen inhalation, electrocardiogram, blood oxygen test, infusion and other treatments and arrange related examinations according to the patients' symptoms. On march 26th, the nurse found that the indwelling needle was damaged and leaked when he was about to infuse the patient, immediately replaced the patient with a new indwelling needle, and performed tube placement again."